Event description:
It was reported that the patient presented to the hospital experiencing shortness of breath. The patient was admitted and an echocardiogram revealed fluid on the heart. The physician suspected lead perforation in the atrium. A repositioning of the lead was completed on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.